Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 38 mg/dl and carbohydrates were consumed to address the bg level. The contact did not know the cause of the low bg. As the event had occurred in the past, tandem technical support advised the contact to discuss the low bg with a healthcare provider.